Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. This report is for the leak issue. Please see (B)(4). For the blower failure issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 401 (inspiration valve or device leaky) accompanied by technical failure 316 (blower failure). Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Results of investigation: vyaire medical was able to verify the reported issue. The suspect device was not returned for investigation. However, log analysis tool and screen shot of service screen were utilized. Inspiration valve test and step loss test failed at (B)(6) 2024 12:30:16 (system time). Investigation revealed that the inspiration valve nt is defective.